Manufacturer narrative:
The reported events of loss of pacing output was not confirmed. The device was received in backup vvi mode due to low battery voltage fluctuation consistent with exposure to electrocautery during surgical procedure at explant. The device was reprogrammed to restore device out of the backup vvi mode. The analysis performed at nominal settings did not find any anomaly other than voltage being at elective replacement indicator (eri) level. Analysis of device image indicated a false eri triggered approximately two months before the explant date which resulted from transient low battery voltage, consistent with the device being in high output mode. There¿s evidence from the device image that the autocapture feature was enabled and operated in high output mode at times. The device reached true eri post explant due to normal usage and laboratory testing.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device exchange procedure, there was loss of low-voltage (lv) pacing on the device due to the use of electrocautery that resulted in a few asystole episodes that were resolved with medication. The device was exchanged and the patient was in stable condition.